Event description:
Per medical article received from germany, a patient with arrhythmogenic right ventricular cardiomyopathy and severe tricuspid regurgitation underwent successful transcatheter tricuspid valve replacement using an 48mm evoque valve. The valve was deployed with excellent coaxial alignment and secure anchoring. No new arrhythmic events or device-related rhythm disturbances were observed following evoque implantation.two weeks post procedure, a malfunction affecting a previously implanted ICD lead was detected. Another ICD lead was implanted through the evoque valve.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). G2 - report source: bodanowitz jm, gafiullina m, kochev p, ourani a, ince h. Transcatheter tricuspid valve replacement with evoque in arrhythmogenic right ventricular cardiomyopathy: insights from the first in man case report. Eur heart j case rep. 2026 jan 3;10(1):ytaf684. Doi: 10.1093/ehjcr/ytaf684. Pmid: 41608065; pmcid: pmc12836422.